Manufacturer narrative:
Two balloons loss of pressure events were reported to have occurred in the same patient; therefore, it should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of leak was a longitudinal tear on the balloon, approximately 5.5mm from the balloon proximal tip. The review of the lhr (lot f1416205) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. See MDR 3004939290-2014-00973 for the second device.

Event description:
The following was reported: we have two more failed devices at (B)(6). They held pressure (less than 30 minutes) after both balloons deflated. There were no complications. Procedure type: coronary. Stick location: common femoral artery.